Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2016. The patient reported that her receiver showed "low" (below 2.2mmol/l) in the afternoon and she treated herself by eating a lot of food. Patient stated that she treated based off of the receiver's values and did not perform a fingerstick test. Patient later did a fingerstick and realized her glucose levels were 15.8mmol/l and took insulin. While the patient was walking home from work, she passed out because her glucose levels were too high. 911 was called and when the patient regained consciousness the paramedics were there. Patient did not know who called the paramedics. The paramedics treated the patient with glucagon. The patient was not taken to the hospital and she was able to walk home after. At the time of contact, the patient was tired. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient based treatment off of the cgm values. Labeling indicates: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.